Event description:
It was reported that during a cruciate ligament surgery the device broke during insertion. No broken parts remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4030c-08 was received for investigation. Visual inspection identified that the biocomposite screw had fractured at the third proximal-most thread. The broken thread was returned, and use of digital caliper ID:011 determined that the remainder of the screw fragmented into 20.50mm and a 12.13mm pieces. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. Probable causes are attributed to improper bone preparation and/or prying/leveraging the screw during insertion.